Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Doc (B)(6), head physician of the hospital, reported to our sales rep (B)(6) that he was performing a surgery. During this,he used the mantis cannulated polyaxial screw. He observed, after a long time, that the connecting link on the side was broken, because he was not able to fix the blade. He changed the mantis can. Pol. Screw and removed all parts of the first screw. The surgeon completed the surgery.